Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report (B)(4). The user reported helium leak. Two helium tanks emptied during use on a patient. As a result, the pump was switched out prior to completing therapy to another pump. The patient outcome was fine and there was no medical intervention required.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium dissipate too quickly" is confirmed based of the field service agent (fsa) finding. The fsa noted the washer fell out from the helium regulator. The washer most likely, fell out while the customer was changing the helium tank bottle, which is the result of the helium leak. The root cause of how the washer fell out was most likely due to user error. An in-service will be completed to reiterate proper handling and use. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via field service report l700085. The user reported helium leak. Two helium tanks emptied during use on a patient. As a result, the pump was switched out prior to completing therapy to another pump. The patient outcome was fine and there was no medical intervention required.